Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation in used and decontaminated condition. Visual inspection performed. Device had damaged downstream occlusion (dso) seal, worn upstream occlusion (uso) seal, and scratched lcd lens. Performed functional testing. Customer's reported problem was duplicated. The cause is the cracked dso seal. Replaced the dso seal to correct the issue. Device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had black membrane damage. There was unknown delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.